Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor got long curved needle into place. The needle was placed at a steep angle. Put the lead through the needle and started to advance the lead. It wasn't going the direction they wanted to attempted to maneuver the lead. Pulled lead out and regained access with needle, again at a steep angle. Started to advance the lead again, and again it wasn't going the direction doctor wanted. Pulled lead out and there seemed to be a bend at the tip of the lead. There was a possible bent/broken lead tip due to step needle access perhaps. Felt best if they did not use this lead and used a new one. This lead was never implanted in the patient. It was attempted to be implanted, but never got higher than t11/10 with a needle access at t12/l1. As described above, multiple needle access attempts followed by the lead continuing to be located in an inappropriate location and the ability to steer the lead was gone. The issue is resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, serial# unknown, product type: accessory. H3: product ID: 977a260, serial#: (B)(6), was returned for product analysis. Analysis found the electrode at the distal end of the lead was bent. H3: product ID: neu_stylet_acc, was returned for product analysis. Analysis found the stim stylet wire was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.